Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device image analysis revealed that the average monthly voltage and current trends were normal. Analysis of the device image showed that the device was set to high field settings and auto-capture mode. Further electrical and mechanical analysis did not reveal any anomalies and battery voltage was at end of life (eol). A longevity assessment was performed and device was revealed to have exceeded the estimated longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, an unexpected decrease in the battery longevity was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.